Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the patient has been experiencing elevated blood glucose levels. The patient reportedly had been having elevated blood glucose levels due to illness; however, the patient is reportedly no longer ill and is no longer on antibiotics (for the past couple of weeks) and is still experiencing elevated blood glucose levels. The patient's blood glucose levels have been elevating to the 400mg/dl range and have been coming down to normal with injections. On (B)(6) 2012, the patient's bg level rose to 511mg/dl following a site change. The patient has reportedly changed their site multiple times without issues. The patient reportedly had ketones on (B)(6) 2012. The reporter reviewed the basal and bolus delivery history and confirmed it was correct; however, the patient does not believe the pump is delivering as it should. This report is being made based on the allegation that the patient suffered hyperglycemia with ketones.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. A review of the black box indicated that no boluses were recorded from (B)(4) 2012 to the end of pump use on (B)(4) 2012. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.